Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned. The following day the lead was checked, and the rv lead had high thresholds greater than five volts, no capture, and low rv impedance. The patient was scheduled for a second repositioning procedure. At the second reposition procedure multiple attempts were made but thresholds were still high. The physician then asked for a new lead. The rv lead was removed and the new lead was implanted. It was noted that upon removal of the original lead the helix looked slightly bent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Additionally, the distal low voltage electrode of the lead was covered in body ti ssue/fibrotic growth and visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.